Event description:
It was reported that the customer experienced a low blood glucose (bg) level of ¿low¿. Cause was not known. Customer¿s partner assisted the customer by administering glucagon to address bg. Reportedly, the customer fell down the stairs and broke ribs. Multiple follow up attempts were made to obtain further information, however, no response was received by the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.